Event description:
It was reported that this patient with this right ventricular (rv) lead was going to get a magnetic resonance imaging (MRI), however, when programmed to bipolar from unipolar, the lead exhibited loss of capture (loc). The MRI was canceled. The lead was reprogrammed back to unipolar pacing and sensing. The lead remains in use. No adverse patient effects were reported.